Event description:
It was reported that when priming a tpn leak was noticed due to set separation between extension set and filter. The customer stated there was no patient harm. The event occurred in the nicu.

Manufacturer narrative:
The customer¿s report of a leak around the filter tubing was confirmed. Visual inspection of the filter component noted both air vent membranes to be wetted/compromised. No other obvious issues or damages were observed. Functional and pressure testing confirmed fluid leaking out from both vents of the 0.2 micron adult filter. The root cause of the noted leak from the filter vents was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however not provided by customer. The event occurred at children¿s hospital; therefore, it is presumed the patient was a child/infant.

Event description:
It was reported that the filter was leaking at unspecified location.